Event description:
It was reported, the patient had weakness, pain, and loss of movement in the left leg following an implant of 2 percutaneous leads and a stimulator. A computed tomography (CT) scan was performed when the symptoms first arose but nothing remarkable was noted on the scan. The leads were removed the day after the implant, but the stimulator was left implanted. The patient had "marked" improvement in the weakness and movement in the left leg within 24 hours of the leads being removed. Two days after the explant, the patient still had some residual pain in the ankle area and was still in the hospital. A thoracic magnetic resonance imaging (MRI) was going to be performed. The patient was discharged from the hospital (B)(6) 2012, 3 days after the explant, with physical and homecare. The patient was seen by his health care professional about a week later on (B)(6) 2012, and at that time the patient had made a complete recovery. There were no plans to re-implant the leads at the time of this report.

Manufacturer narrative:
Lead: model 3778-45, lot# v891336008, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Lead: model 3778-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). (B)(4).